Event description:
Hung precedex syringe with total volume of 50 ml at 22:24 on day one. At 06:30 on day two, primed new total parenteral nutrition (tpn) line and connected precedex drip to new line. Primed line with maybe 10 ml precedex. At 06:30 based on precedex rate of 3.3 ml/hr, patient should have receievd 26 ml of the drip and there should have been a remaining 24 ml in the syringe. After priming the new IV line with about 10 ml of precedex there should have been about 14 ml of precedex left in syringe, but syringe was empty. Patient awake and responsive. All vital signs stable.